Event description:
The IV was started with an 18 g catheter. The nurse verbalized that the IV catheter was inserted without difficulty after appropriate skin prep. She noted that the patient had "good" veins and that they were large and that she had no problems at all. The patient received 4mg morphine through the IV 20 minutes later. The patient also had a CT done 40 minutes after the IV was started. The nurse did not notice any redness or swelling or any signs of infiltration and administered the morphine without difficulty. Patient did not have any complaints of pain in the right arm or at the insertion site. The IV was removed by another nurse 2 hours after placement. It was noted to be "broken off" at that time and documented. Two physicians were then notified for further evaluation. The nurse who started the IV was specifically asked if she had slid the needle portion in and out of the catheter portion at all. She said that she did not, and stated that she knew this was something that should not be done. After the fractured catheter was discovered an x-ray was done that confirmed a retained portion of catheter. A partial cut down was performed in the or under local anesthesia and no foreign bodies were found. Following the or, a chest x-ray and chest CT scan were done and the catheter was not found in the lungs or chest. Consults with radiology, vascular surgery, chest surgery, pediatrics, and anesthesia followed.